Event description:
Caller reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 68 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During use of the device for a surgical procedure, the user observed eod and eoe error messages. The user reported the errors were intermittent in nature. No other details regarding the event were provided. There was no reported adverse consequence to the pt as a result of this event.